Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the unit shut down on it's own during cataract with intraocular lens implant procedure. They switched to an alternate unit and were able to complete the case following a delay of 1-2 minutes. There was no harm to the patient.